Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the grip base. A piece approximately 4.94mm x 14.27mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage, or removal.

Event description:
It was reported that during central processing procedure, the 8 mm fenestrated bipolar forceps instrument tip broke off. The procedure was completed with no reported injury.